Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no button error alarm noted. There was no blank display or unexpected audio anomaly noted. There was no moisture damage inside the pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 200 mg/dl at the time of incident. The insulin pump will be returned for analysis.